Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07313.

Manufacturer narrative:
Results: the complaint was visually confirmed for invalid impedance. Microscopic inspection of the lead body revealed a lead breakage with all internal wires broken. The lead breakage was consistent with overstress the lead was subjected while inside the patient. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07313. It was reported the patient's leads were tested and showed invalid impedances during the ipg replacement surgery (reference MFR report #: 1627487-2015-15226). It was also found the anchor on one of the leads was fractured. As a result, the doctor explanted and replaced the lead. The issue has been resolved by surgical intervention. The patient had two leads. Both leads are being reported because it is unknown which lead had invalid impedances and was explanted.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.